Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while falling asleep. In-clinic troubleshooting was performed, the sensing vector was changed from primary to secondary, and technical services (ts) was consulted for further review. Ts confirmed the system recorded non-physiologic noise in primary vector @ 1x gain resulting in a treated episode and untreated episodes, some of which were classified as atrial fibrillation (af). Per ts, the artifacts seem to indicate a mechanical issue with the electrode or a connection issue. Excessive patient testing in order to recreate artefacts or non-physiologic noise in all three vectors was recommended. Lateral and posteroanterior (pa) x-rays were also recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while falling asleep. In-clinic troubleshooting was performed, the sensing vector was changed from primary to secondary, and technical services (ts) was consulted for further review. Ts confirmed the system recorded non-physiologic noise in primary vector @ 1x gain resulting in a treated episode and untreated episodes, some of which were classified as atrial fibrillation (af). Per ts, the artifacts seem to indicate a mechanical issue with the electrode or a connection issue. Excessive patient testing in order to recreate artefacts or non-physiologic noise in all three vectors was recommended. Lateral and posteroanterior (pa) x-rays were also recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This system remains in service.